Event description:
Caller reported that the cartridge was not fitting properly on the pump, experiencing issues with loading it into place. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge successfully and was advised to contact technical support for troubleshooting if the issue recurs. Additionally, the customer requested cartridge replacements due to discarding four cartridges, which technical support agreed to send via a gw order.